Event description:
It was reported that patient presented in clinic with a device battery voltage reaching eri. Possible lead issue due to low rv impedances was suspected. More testing was recommended.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.